Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic received information that exposed to moisture, critical pump error (open book image) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
Retainer =¿black. Customer returned insulin pump for an alleged the insulin pump expose to moisture damage and critical pump error (open book image) alarm found on (B)(6) 2021.¿ no¿critical pump error (open book image) alarm¿noted during boot up. The insulin pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement and¿ self test.¿ successfully downloaded history files and traces using thus.¿ however, insulin pump received with a high sleep current measurement. Insulin pump was cut open to perform visual inspection and found moisture damage¿on the electrical board and 40 pin flexible printed circuit/lcd. No moisture damage on the motor, force sensor, battery tube, vibrator and electrical board during the visual inspection.¿ the test electrical board and 40 pin flexible printed circuit/lcd was installed in a original electrical board , case, internal battery and motor. Powered the insulin pump on using the battery simulator and the sleep current measurement is within specification. Also, pump error 4 and 63 (variable=0c) found multiple times in the history files or traces on (B)(6) 2021 at 13:28:38, 13:28:53, 13:29:09, 13:42:42, 13:43:11, 13:43:45 and 13:47:15.¿ force sensor zero offset within specification (23.3mv). Test p-cap and reservoir locked properly into reservoir compartment during testing.¿ the following were noted during visual inspection:¿pillowing keypad overlay, cracked case behind the insulin pump at the battery compartment and cracked battery tube threads. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.